Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a enduro knee system (part # unknown) was implanted during a knee revision procedure performed on (B)(6) 2014. According to the complainant, the patient presented to clinic approximately seven (7) years post operatively with images showing aseptic loosening of the tibial component. The patient will undergo a revision surgery. Although requested, additional information has not been made available. The adverse event is filed under aic reference xc (B)(4); cc (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No update required.